Manufacturer narrative:
One pump was returned for evaluation. Visual inspection of the device showed the pump in poor condition, with the top case chipped and cracked and the bottom case cracked. A review of the event history log showed that there had been a check clutch/plunger lever error. Functional testing of the device confirmed the problem observed during flow testing, which was caused by the broken position pot tab. It was suspected that the cause was customer-induced based on the pump damage. Based on the evidence, the root cause was attributed to the user interfacing with the product in a manner inconsistent with the instructions for use, observed as the physical damage to the device. There was no evidence to suggest an intrinsic defect in the product.

Event description:
It was reported that a medfusion® 3500 syringe pump had a check clutch/plunger lever error during investigation. No patient injury was reported.